Event description:
A peritoneal dialysis nurse (pdrn) for patient experienced peritonitis prior to starting continuous cyclic pd (ccpd) therapy on the liberty select cycler. Per the pdrn, the patient had issues with a non-fresenius catheter and experienced drain complications. Upon follow up, the pdrn stated the patient was hospitalized for peritonitis (B)(6) 2022. The patient was diagnosed with peritonitis due to an unknown etiology. The patient was given intravenous vancomycin dosage, frequency and duration unknown, while hospitalized. The patient recovered and was discharged from the hospital (B)(6) 2022. The patient's pd catheter was removed while hospitalized and the patient was transitioned to hemodialysis (hd) for renal replacement therapy. There was no specific allegation of a deficiency or malfunction of any fresenius product(s) or device(s) reported. The patient is recovering from this event and continues hd therapy on an in-center basis. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)